Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) pump that was not working as intended. Surgical intervention was performed to replace the device. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the components were thoroughly analyzed. The pump did not show any signs of abnormalities and passed the leak and functional testing. The accessory kit was inspected and the tubing had been cut in 5 pieces from a sharp instrument, but the 22 gauge blunt tip needle and proximal tool were not returned. The remainder of the kit passed the inspection. Based on the information available, the reported allegations were not confirmed.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) pump that was not working as intended. Surgical intervention was performed to replace the device. There were no patient complications reported.